Event description:
Customer reported an over infusion of argatroban. Infusion started in 2009 at 2300 hr. The device was programmed to infuse 250ml at 7.9ml/hr. The next day at 0900, the patient returned form interventional radiology and the infusion bag was empty. The patient required additional labs to assess ptt, see results in section below of this report. The patient did not experience any adverse effect. Although requested, no additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included: the product has been requested to be returned for evaluation. It has not been received. A follow-up report will be submitted if the device is returned to the manufacturer.